Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 325 mg/dl. Reportedly, the customer attempted to deliver a bolus via the pump. At the time of the report, the customer's bg level decreased to 180 mg/dl. During troubleshooting, the customer performed a fill tubing and noted that no drops were seen until about 9 units were delivered. The customer agreed that the pump was working.